Event description:
During priming of the tubing pack, the customer found it very difficult to remove an air bubble trapped in the sensor. There were no adverse consequence to the patient as a result of this event. The surgery was completed successfully.

Manufacturer narrative:
Evaluation in progress, but not concluded.